Event description:
It was reported that this device could not be implanted because some grommet material became trapped in the set screw and wrench connection. The set screw was not able to be tightened. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).